Event description:
It was reported that the patient had a break in aseptic technique further described as not wearing a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized the same day for peritonitis. The peritonitis was manifested by abdominal pain and an exit site infection. The patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) and (ip) fortaz (dose and frequency not reported). The patient was hospitalized for three days prior to being discharged. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.